Manufacturer narrative:
Additional information was received on may 27, 2021. Explant was performed on june 2, 2021. Additional information was received on june 3, 2021. The patient's date of birth ((B)(6) 1984) was obtained and has been populated in a2. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, neoplasm malignant, capsular contracture, seroma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 22, 2021. The investigation of the returned device was completed by the failure analysis lab on july 11, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. In addition, a crease/fold within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that at a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 750cc mentor memorygel breast implant experienced left sided seroma, capsular contracture, rupture, and information suggestive of mature t-cell lymphoproliferative disorder post procedure. The patient presented with new onset swelling and underwent ultrasound assisted fine needle aspiration. The results of this examination were atypical with lymphocytes present. Positron emission tomography (pet) was performed and revealed intracapsular rupture, peri-implant effusion, and hypermetabolic soft tissues thickening around the implant. The capsular contracture was obscured by the seroma. These issues were associated with pain. Future capsulectomy is indicated to reach a more definitive diagnosis, however, a surgery date for capsulectomy or implant removal is still pending. If additional information is provided, then a supplemental report will be submitted.